Event description:
It was reported that the device doesn't work. There was spontaneous deflation involved. But the event took place outside of surgery and there was therefore no procedure delay or patient involvement. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once an evaluation of this device is completed, a follow-up/final report will be submitted. Telephone number: (B)(4).

Manufacturer narrative:
This event has been recorded by zimmer biomet under (b)94). This medwatch is being filed to relay additional information. The following sections have been updated: review of the most recent repair record determined the pcb failed. Also, a footpad was missing and 3 were worn, the velcro was damaged, the base case was damaged, the unit failed the safety test, the unit showed amp fail error, and the battery and power entry module were old; however, the repair was not completed because the unit is unrepairable as the base case is not replaceable. Lot identification is necessary for review of device history records, and lot identification was not provided. A definitive root cause cannot be determined. The event cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information.